Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, capsule did not attach and was found near the patient larynx. The patient was not injured following the procedure. Another capsule was placed normally.